Event description:
The customer reported and unknown issue with the pumps charging port. There was no reported adverse impact to customer's blood glucose level. Additional information was not received. The customer declined further follow up from tandem technical support.